Event description:
The physician reported the multifocal intraocular lens (iol) was removed and replaced without complication, due to an unexpected post operative refraction with poor visual outcome.

Manufacturer narrative:
The device was received in a condition that precludes optical measurement. Batch records were reviewed and showed no deviations. Visual inspection of the present optic part took place and no optical deviations could be found. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 12.0 diopter of this lot number. A review of the historical complaint data base revealed that no simular complaints from this lot number were received. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Manufacturer narrative:
The device was not received for analysis. A review of the historical complaint database revealed that no additional complaints from this lot number were received. The lens met all manufacturing specifications prior to release. The manufacturer will submit an update if the lens is received. Device not yet received

Event description:
A report was received that a pt had undergone a pocket revision due to the ipg slightly flipping; causing it to be uncomfortable for the pt. Nothing was explanted or implanted. The pt is reportedly doing well following the pocket revision surgery.